Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was to be explanted due to high pacing thresholds. Upon revision, the physician encountered difficulty extracting the patient's other lead as it became lodged in the clavicular area. The physician then attempted to use this rv lead to fully extract the first. During the process, this rv lead severed under excess traction with a portion remaining in the patient. Attempts were then made to apply traction and continue removing the other rv lead at which time it began to unwind and the coils deformed. That rv lead also severed leaving behind a portion in the patient which was abandoned as well. No additional adverse patient effects were reported. This product is no longer in service.